Event description:
It was reported to vyaire medical that the connection between the filter and ett/mask was loose causing the patient to be disconnected from the afn52024 - anes circuit, adult, 72 in limbo, 3l bag. The staff supported the connection with their hand just to ensure the patient stays on the breathing machine. There were no reports of injury/harm.

Manufacturer narrative:
This time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H11-corrected d3 to provide the correct manufacturer name.